Manufacturer narrative:
Suspected root cause: based on the info available, breakage at 4 months after implantation following acl reconstruction surgery is unusual and healing should have taken place by this time. Further info has been requested and this report will be updated if new info comes to light. Details of third party microscopic analysis results have not been received at bio-composites. The device cannot be confirmed as being a contributing cause of the incident.

Event description:
It was reported that a 9 x 35mm biosteon interference screw was broken, very close to the tip of the screw, at 4 months after implantation following acl reconstruction surgery. The respective screw was explanted and sent by the doctor to a third party for microscopic analysis. Revision surgery was required.